Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of pulmonary emboli and deep vein thrombosis involving the right femoral vein and left popliteal vein. The deployed filter was placed infrarenal via the right internal jugular vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was normal in appearance with no internal thrombus present. Post cavography revealed appropriate filter placement. The patient was discharged from the hospital ten days post deployment on coumadin and with an inr of 3.12. One month post ivc deployment, the patient was admitted to the hospital for atrial fibrillation with rapid ventricular response that was treated with IV cardizem. The patient¿s admission inr was 2.35 (therapeutic) and on coumadin. The patient was admitted two months post ivc deployment, for shortness of breath, atrial fibrillation treatment and nonischemic cardiomyopathy. The patient¿s inr was slightly subtherapeutic at 1.88 on coumadin. Patient was discharged with medication adjustments. Approximately three months post ivc deployment, an ultrasound of the lower extremities indicated resolution of the prior femoral and left popliteal vein clot and a nonocclusive clot within the trifurcation of the left calf veins in the left peroneal vein. The report noted that the clot age was indeterminate because the area was not imaged on previous ultrasounds (at time of deployment). A CT of the abdomen and pelvis demonstrated the inferior vena cava filter in place in an infrarenal inferior vena cava position. Approximately one month later, the patient was admitted to the hospital, a chest CT scan was negative for pulmonary embolus. The patient was discharged four days later with resolved atrial fibrillation with rapid ventricular response and patient given coumadin. Approximately one month later, a chest x-ray indicated the ivc filter in the upper abdomen. Seven days later the patient presented with shortness of breath, inr 3.4 on coumadin. Approximately one year post filter deployment ((B)(6) 2016), the patient was admitted to the hospital for acute gastrointestinal hemorrhage. The patient¿s admission inr was 5.39, the inr was monitored and continued a downward trend. Discharge inr nine days later was 1.45, warfarin was resumed. Approximately two weeks later the patient was admitted for urinary retention secondary to prostatic obstruction. A CT of the abdomen and pelvis demonstrated a patent ivc. The patient was discharged seven days later with instructions to discontinue warfarin for scheduled anticipated turp. Furthermore, per the ppf, the filter caused deep vein thrombosis in both the femoral vein and popliteal vein; however, records indicate that there was a pre-deployment radiologic finding and was the reason the ivc filter was deemed necessary. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 02/2018; manufacturing date: 02/2015

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced deep vein thrombosis in both the femoral vein and popliteal vein. Furthermore, the patient expired at some time post filter deployment. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported claim of filter detachment.